Event description:
It was reported that the patient experienced syncope. Therefore the physician requested a device transmission which showed ventricular fibrillation zone tachy episodes which were successfully converted with several shocks. Supraventricular tachycardia (svt) and ventricular tachycardia (vt) monitored episodes also occurred. It is unknown whether there was any intervention. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.